Event description:
Baxter received a report from a customer stating the device sparked at point of power cord and device connection and blew home breaker twice. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During inspection of the device analyzed by st. Paul engineering team. It was found the power cord returned with device did not have any visual indication of sparking. There were no exposed copper was visible. The power inlet filter blades had no visual indications of a spark. Visual inspection of the fuse cartridge did not reveal any damage. Device was opened for visual inspection. The power entry module harness's brown (live) wire had nicked insulation, the conductor was visible, and nearby insulation was discolored. The brown and blue wires were near the blower, which had a nearby surface with a burr on it. The brown wire may have contacted the burr, causing the nick in the brown wire's insulation. The fuse cartridge was installed in a known-good device and the device would not power on, confirming that the fuses had blown in the returned device. Discoloration was also seen on the blue wire's insulation nearest to the brown wire's damage. No nicks or conductors were visible in the blue wire. Issue confirmed, but it was inside the device, not at the power cord's connection point to the device as alleged. Reports of thermal/electrical damage to an internal component do not represent a hazardous situation to the end user as the device is not intended to be held by the end user and therefore decreases the likelihood of severe injury or death to negligible. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Manufacturer narrative:
The return of the device and inspection is still in process. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a customer stating the device sparked at point of power cord and device connection. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).